Event description:
A nurse reported the system had poor phaco power. The surgeon used a second unit to complete the surgery following a delay of 15 mins. The reporter indicated there was no pt injury.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).